Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient experienced facial nerve stimulation several years after implantation which could not be resolved with re-fitting. Additional pain and discomfort when using the device were reported. No device damage explaining the reported symptoms, which are most likely known post-operative side effects of ci surgery, was found during investigation. This is a final report.

Event description:
Recipient presented at clinic (B)(6) 2019 for troubleshooting of her right processor; she has not been seen by the clinic for several years. Earlier that year, she felt a painful, "poking" sensation when she put on the right processor. The pain was only present when wearing the processor, the recipient would not give a date or time frame for when the issues began. The recipient could no longer use the device. Per the recipient's report, she wore the processor consistently until this occurred. The recipient was re-implanted on the (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Earlier this year (the date could not be specified by the recipient), she felt a painful, "poking" sensation when she put on the right processor. Per her report, she wore the processor consistently until this occurred. The pain occurs only with use of the processor. Due to appearance of facial nerve stimulation at low stimulation levels, discomfort with stimulation, and lack of audibility the recipient cannot use the device.